Event description:
The tech alleged the side rail does not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail weld where latch is located is bent causing the side rail latch not to lock. The tech replaced the side tail center arm cover, the side rail cable assembly, the side rail latch, the side rail dowel pin, and the side rail center arm to resolve the issue.